Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connectors were cleaned and regreased. The system was then found to be operating as intended.

Event description:
The customer reported that, when pressing on the fluoro button, they heard a cracking noise, the kv shot up, and then the system shut down. There is no report of pt injury.